Event description:
It was reported that a high lead impedance was discovered on the patient's vns system. Review of the available diagnostic information showed that the patient's system had normal lead impedance within their previous implant surgery on (B)(6) 2015. It was indicated the patient had not experienced any recent trauma, and that the patient was not experiencing any adverse events. The referring neurologist and surgeon both opted to not perform x-ray images prior to surgery, so relevant information pertaining to x-rays could not be obtained. No known surgical interventions have occurred to date. No additional pertinent information has been received to date.

Event description:
The patient underwent lead replacement surgery. Prior to the case, the tested lead impedance was verified to still be high. A test resistor was used on the existing generator and the impedance was an expected value. Upon visual inspection by the surgeon, no obvious visual anomalies were detected. The lead was replaced, and the subsequent impedance test was within normal limits. The explanted lead was not returned as the hospital does not return explanted devices. No additional pertinent information has been received to date.